Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon burst during treatment, so blood went inside the pneumatic module.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was able to confirm the reported issue. The stm replaced the pneumatic module (0997-00-1178) and ran the unit with trainer for an hour with various combinations of settings. The stm performed necessary calibration and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).